Manufacturer narrative:
Patient experienced exposure of device and infection. Dr. (B)(6) initially performed an off-label revision to resolve the issue, against the labeled contraindications. Device was ultimately explanted due to continued infection and drainage. Issue was resolved with explant and IV antibiotics treatment.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2025 by dr. (B)(6) that the patient's implanted device was exposed and that a revision was planned to resolve the issue. On (B)(6) 2025, dr. (B)(6) performed a revision where the battery was unplugged and cleaned, the leads were exposed and cleaned, the wound was thoroughly irrigated with antibiotics and betadine, and the surgeon drilled a new extensive sp well to alleviate outward pressure on the skin. Despite the battery being contraindicated for re-use, dr. (B)(6) reimplanted the battery off-label with proline thread. Leads were confirmed fully inserted using visual inspection and x-ray film. The patient was given oral antibiotics post-operatively, but due to continued wound drainage and drug-resistant infection, the battery was explanted on(B)(6) 2025. Patient's leads are still implanted and drainage stopped on IV antibiotics. Patient/clinical history with emc: on (B)(6) 2012: implant, on (B)(6) 2012: activation. On (B)(6) 2012: fitting apt., on (B)(6) 2012: fitting apt. On (B)(6) 2013 : fitting apt. On (B)(6) 2014 : fitting apt. On (B)(6) 2014 : fitting apt. On (B)(6) 2015 : case review. On (B)(6) 2015 : revision. On (B)(6) 2020 : battery change. On (B)(6) 2020 : post-battery-change fitting. On (B)(6) 2025 : battery change. On (B)(6) 2025 : fitting apt. On (B)(6) 2025: wound breakdown revision. On (B)(6) 2025: sp explant.